Event description:
It is reported that device was implanted approx 18 months ago. According to post-op x-ray, locking screw has loosened. Revision surgery has been recommended but not yet scheduled. Exact implant date is unk.

Manufacturer narrative:
Evaluation summary- engineering evaluation could not be done as the devices are still implanted and are not available for review. X-ray picture shows locking screw has come off completely and is floating in the joint space. Solid impact on stem extension to seat the taper and tightening of locking screw to recommended 95 in-lbs torque are critical to the procedure. It can cause loosening of the screw if proper technique is not followed. It's not known how the devices were assembled. The cause of the reported complaint could not be determined due to insufficient info. Evaluation codes - no product was returned. Review of the device history records was also not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.